Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they tried to place the trocar in the extraperitoneal space during a laparoscopic inguinal hernia totally extraperitoneal repair, a balloon leaked was observed. It was also reported that the sealing ring fell into the patient cavity and was retrieved with a grasper and the device was simply taken out of the patient¿s cavity. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they tried to place the trocar in the extraperitoneal space during a laparoscopic inguinal hernia totally extraperitoneal repair, a balloon leaked was observed. It was also reported that the sealing ring fell into the patient cavity and was not found. They used another device to complete the case.